Manufacturer narrative:
Product event summary: data files and the balloon catheter afapro28 with lot number 15044 were returned and analyzed. The files showed at least 6 applications were performed with the returned balloon catheter without any issue on the date of the event. Additional files confirmed multiple system notice 50005 ¿leak detection and 50024 ¿vent system failure¿ on the date of the event. Visual inspection of the balloon catheter revealed traces of blood inside the balloon and inside the coaxial connector. Smart chip verification indicated that the catheter was used for 6 applications. After reprogramming, the catheter was connected to the test console; system notice 50005 (leak detection) was triggered immediately on connection. Further inspection through dissection and pressure testing revealed a guide wire lumen kink/breach at the tip inside the balloon. In conclusion, the reported visible blood was confirmed through testing. The balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The radiofrequency generators were shut down, but the system notice persisted. The balloon catheter was then replaced which resolved the issue. Upon the next inflation a system notice was received indicating that there was a problem with the refrigerant port. The console was then vented, but then the blood was seen at the coaxial port of the console. The case was immediately switched and completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.